Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h3, h11.

Manufacturer narrative:
Updated fields: b4, g3, g6, g7, h2, h11 corrected fields: d9, e4, h6 (type of investigation and investigation findings).

Event description:
N/a.

Manufacturer narrative:
Updated fields - b4, g3, g6, h1, h2, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. No decon or visual inspection performed since product was not returned and could not be evaluated. Therefore, we were unable to confirm or determine a root cause for the reported failure. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.

Event description:
N/a.

Manufacturer narrative:
Due to character limit in block e1 event site name is (B)(6). Event site telephone: (B)(6), event site state: (B)(6).

Event description:
It was reported that during wire implantation, the wire broke, resulting in implantation failure. The procedure was completed successfully after replacing the consumables. No patient harm was reported.